Event description:
It was reported that the universal modular electric/battery double trigger handpiece had stopped during surgery and even after changing the battery it was not possible to restart the device. No additional clinical info was received prior to this report, however surgery was delayed by approx 10 minutes, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.